Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that failure to deliver occurred during use with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, ¿responsible of patient comments that when applying the dose does not lower the drug, they made change of cartridge and the failure persists.¿

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. H3 other text : see h.10.

Event description:
It was reported that failure to deliver occurred during use with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, ¿responsible of patient comments that when applying the dose does not lower the drug, they made change of cartridge and the failure persists.¿